Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Patient was revised (B)(6) 2012 for pain, metallosis, grinding, discomfort and inflammation. See (B)(4). Pfs reported dislocations, optic nerve damage, stiffness, difficult and limited mobility, fall (B)(6) 2011, balance loss, metallosis and decreased range of motion. The revision surgical note dated (B)(6) 2012 reported the patient had dislocations, hematoma, and scuffs on femoral head from instability. The head and liner are being reported for the dislocations, hematoma and instability. The other allegations were for (B)(4). Date complaint updated: dec 23, 2015.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture (medical device removal).

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary investigative update: 17 / september / 2021 an intra-op photograph has been provided for review. Product lot information has also been provided. No device associated with this report was received for examination. The provided image is a poor quality black and white copy within provided records depicting the open patient surgical capsule. No conclusions can be drawn or root cause for the problems reported identified using the provided image. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Patient was revised (B)(6) 2012 for pain, metallosis, grinding, discomfort and inflammation. (B)(4). Pfs reported dislocations, optic nerve damage, stiffness, difficult and limited mobility, fall (B)(6) 2011, balance loss, metallosis and decreased range of motion. The revision surgical note dated (B)(6) 2012 reported the patient had dislocations, hematoma, and scuffs on femoral head from instability. The head and liner are being reported for the dislocations, hematoma and instability. The other allegations were for (B)(4). Date complaint updated: dec 23, 2015. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.